Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine check, device could not be interrogated. Device replacement was recommended. No further information was available.